Event description:
The reporter indicated that a 13.7mm vticmo13.7, -9.0/1.5/138 (sphere/cylinder/axis) the lens tore/broke during injection/delivery into the patients right eye on (B)(6) 2023. There was patient contact(lens touched the eye). No patient injury. A new same length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).